Event description:
A malfunction alarm with code malf 25 was reported, and it was confirmed that there were no notable events prior to this malfunction. There was no adverse impact on the customer's blood glucose level. Technical support resolved the issue by arranging for a replacement pump to be sent to the customer. The customer was informed of the necessary steps to ensure continuity of insulin therapy, such as using multiple daily injections as a backup. They were also provided with instructions to place the malfunctioning pump into storage mode and return it to tandem. The customer was advised on how to set up the replacement pump, including programming settings and connecting their continuous glucose monitor.